Event description:
When performing an endothermal ablation of an incompetent vein right saphenous vein, a j-tip guidewire was addressed through catheter. The guidewire broke and the j-tip was then delivered upon withdrawal. The procedure was concluded after which the catheter was withdrawn and the broken tip of the guidewire was delivered in its entirety with the ablation catheter. Ultrasound confirmed success with procedure and the absence of echogenic material within the vein.